Manufacturer narrative:
Date of postoperative non-union and infection development is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multi trauma patient was presented with open fractured right femur and open fracture bilateral tibia. Femur was washed and debride multiple times then fixed with expert retrograde/antegrade femoral nail (rafn) on (B)(6) 2017. On an unknown postoperative date, it was identified that patient had nonunion and sustained infection. Patient underwent an open reduction internal fixation (orif) of distal femur revision surgery on (B)(6) 2018. Sustained infection was treated with further debridement and appropriate antibiotic. Patient was implanted with rafn nail and spiral blade. Procedure was completed with no surgical delay or any other medical intervention required. This is report 4 of 5 for complaint (B)(4).